Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The device was visually evaluated. Abrasion damage was present at several sites along both segments, but was not at or adjacent to the broken ends. The amount of force required to cause the breakage could not be determined.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the procedure the suture broke. The surgeon completed procedure with a like device. There were no adverse patient consequences.